Manufacturer narrative:
(B)(4).

Event description:
It was reported that several non-sustained rv oversensing episodes were observed. Myopotential oversensing was suspected. Oversensing was reproducible in clinic. Physician will make the recommended programming changes to solve the issue. There were no adverse consequences to the patient. Patient's condition was ok.